Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report was submitted in error and should be voided.

Manufacturer narrative:
The following sections were updated/corrected: b4; b5; d4; d11; g4; g7; h1; h2; h3. Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that fractured instrument was found in a tray by distributor office personnel. Unable to tie back to specific case or patient.